Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9 734185, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they received a note stating that the system was unresponsive while loading a disk. That was all the information that was available. No patient was present at the time of the event. Update from the manufacturer representative stating that they site had a disc from unusual radiology and used unstructured digital intercommunication of medicine (dicom) qr option and it was taking longer than normal as expected.